Event description:
It was reported that a sheath liner tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. When withdrawing the post-dilatation balloon catheter, it was observed that the 14f isleeve introducer sheath had a longitudinal crack from the tip towards the mid-section of the sheath. Fluoroscopy showed the safari2 guidewire could travel outside the 14f isleeve introducer sheath. The dilator was able to be partially inserted to remove the 14f isleeve introducer sheath from the femoral artery. No damage to the femoral artery occurred and the femoral access site was successfully closed using a non-boston scientific closure device. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: the 14f isleeve introducer sheath with the dilator was returned and device analysis was performed by a boston scientific (bsc) quality technician. Visual and microscopic analysis of the 14f isleeve introducer sheath was performed. One expansion seam was expanded with a liner tear after the expanded seam for 13cm to the split tip. A second expansion seam was expanded with no accompanying liner tear. The observed seam expansions and tip split are expected to occur during use and are not considered damage to the device. The reported difficulty to remove was not able to be confirmed as clinical circumstances could not be replicated. Three (3) videos of the 14f isleeve introducer sheath were provided to assist in the investigation and were reviewed by a bsc quality technician and a bsc design assurance engineer. The videos showed an expansion seam liner tear, device tip split and matched the damage observed on the returned device.

Event description:
It was reported that a sheath liner tear occurred. Procedure summary: a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. When withdrawing the post-dilatation balloon catheter, it was observed that the 14f isleeve introducer sheath had a longitudinal crack from the tip towards the mid-section of the sheath. Fluoroscopy showed the safari2 guidewire could travel outside the 14f isleeve introducer sheath. The dilator was able to be partially inserted to remove the 14f isleeve introducer sheath from the femoral artery. No damage to the femoral artery occurred and the femoral access site was successfully closed using a non-boston scientific closure device. Patient status: no patient complications were reported.